Event description:
It was reported that the drain broke off in pt during a scheduled removal. The drain was indwelling for one day plus 20 hours. The indwelling portion required surgical removal from the pt.